Event description:
(B)(4) . Aside from my pelvic pain, being bloated all the time, constant headaches/migraines, etc. I've had short memory loss for a long time now (didn't happen until after essure, my memory user to be to be amazing). Now I can't remember things that literally just happened minutes ago. I'll also be having a conversation and while talking I'll completely space what we are talking about. I remember things that never took place that replace in my brain what actually did happen. It's getting really bad, especially since I need to be 100% present because I have a (B)(6) .